Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibited loss of capture and high pacing threshold measurements. An x-ray taken showed the rv lead had lost its slack but had not been dislodged. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.